Manufacturer narrative:
Section a5: unknown, information was requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model dib00, was wasted because the surgeon was unable to deploy the lens into the patient¿s right eye. The lens was noted to be improperly seated in the cartridge, and upon inspection, it appeared deformed and did not fit correctly within the cartridge. The procedure was completed successfully using a replacement lens of the same model and diopter, and deployment proceeded as planned. The cartridge tip made contact with the patient¿s eye; however, the lens did not contact the eye. The injector cartridge and delivery system were intact, with no cracks or damage observed. The patient was not affected by the lack of deployment, and there was no injury to the patient's eye. No unplanned medical or surgical interventions (e.g., vitrectomy, incision enlargement, or sutures) were required, and the procedure was completed without further issues. The device was determined to have caused or contributed to the event. The complaint device was discarded, and no additional information was provided.